Manufacturer narrative:
Device analysis report attached. This report is submitted on april 23, 2024.

Manufacturer narrative:
This report is submitted on march 5, 2021.

Event description:
Per the clinic, the patient experienced poor performance and facial nerve irritation with device use. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.